Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The jaws of the device were disengaged and received in two pieces. The distal end of the shaft was bent and deformed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures.replication of the reported condition may be due to rough handling of the device. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after starting use the product, the alignment of the jaw was bad, but was still able to be used. One of the jaws was disengaged and fell into the patient's cavity. The jaw was retrieved by forceps. No patient injury.